Event description:
It was reported that the patient presented remotely via merlin net. Transmission revealed that the right ventricular lead exhibited high pacing impedance, high capture threshold. Lead slack issue and possible fracture was observed. The lead was capped and replaced. The patient was recovering and in stable condition post-procedure.